Event description:
This device presented with a 2.52v battery today, only 14 months post implant. Outputs were programmed to 3.6v 0.4 ms both chambers. As of 3 months post implant, battery current was 84 per battery status printout. Today the battery current is stated at 82. A reset did not improve the battery status. The device's battery depleted earlier than expected and it is not possible to preduct the performance of the battery at this point. Tsv recommended explant. Explant is being scheduled.